Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported errors with scopes. The customer was not in front of the unit during the call. Tac instructed the customer how troubleshoot the unit and a email was sent to customer with the case number and some steps to try when in front of the unit. The customer will try the troubleshooting steps sent to him via email and call us if he needs any further assistance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 and e216 (scope communication error) on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Event description:
The customer reported to olympus the device presented a b30 and e216 scope communication error codes on the evis exera iii video system center. There were no reports of patient harm associated with this event. This report is being submitted for the b30 error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.